Manufacturer narrative:
The exact event date is not known. The exact catalog and lot numbers are not known. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. At some point after the implantation, the patient experienced pulmonary embolism (pe) and deep vein thrombosis (dvt). The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pe via percutaneous placement in the inferior vena cava (ivc) for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called dvt. A dvt occurs when a blood clot forms in a deep vein and is most common in the deep veins of the lower leg (calf) and can spread up to the veins in the thigh. Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. Placement of a vena cava filter is not a cure for dvt nor does it prevent the formation of dvt or other clots (thrombosis). Recurrent pe is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal department, the patient underwent placement of the optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: pulmonary embolism and deep vein thrombosis (dvt). As direct and proximate result, the patient suffered life-threatening injuries and damages and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism and deep vein thrombosis (dvt), blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports new pulmonary embolisms and is worried more will appear. The patient became aware of the reported events approximately two years and ten months post implant. According to the medical records, the patient had a history of deep vein thrombosis of the lower extremity. During the implant procedure, the right femoral vein was accessed, and the filter was deployed into the ivc at the position of l2-3. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number provided on the sticker from the medical records, is illegible; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. There are possible patient and pharmacological factors that may have contributed to the reported event. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
According to the redacted amended patient profile form (ppf), the patient additionally reports becoming aware of perforation of filter struts outside the ivc, tilting of the filter and stenosis approximately two years and ten months after implantation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused pulmonary embolism and deep vein thrombosis (dvt), blood clots, clotting, and/or occlusion of the inferior vena cava (ivc). The patient also reports new pulmonary embolisms and is worried more will appear. The patient became aware of the reported events approximately two years and ten months post implant. According to the medical records, the patient had a history of deep vein thrombosis of the lower extremity. During the implant procedure, the right femoral vein was accessed, and the filter was deployed into the ivc at the position of l2-3. The patient tolerated the procedure well. The patient has subsequently reported becoming aware of perforation of filter struts outside the ivc, tilting of the filter and stenosis, approximately two years and ten months post implant. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Recurrent pulmonary embolism is a known potential complication of filter implantation and is listed in the instructions for use (IFU) as such. Blood clots, clotting and/or occlusion and stenosis do not indicate a device malfunction. Rather, patient, pharmacological factors and/or vessel characteristics may have contributed to these events. The filter is not intended for the prevention of dvt. Ivc filter tilt has been associated with operator technique and vessel anatomy, specifically asymmetry and tortuosity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. The timing and mechanism of the events has not been reported and a clinical determination cannot be made. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. With the very limited information available for review it is not possible to draw a conclusion between the reported events and the filter. There is nothing to suggest a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
Implant date: the exact implant date is unknown. Approximately (B)(6). No additional information will be forthcoming.